Event description:
The deep brain stimulator turned off while the pt was in the hosp 2 yrs ago. It turned itself off twice more recently. The stimulator was replaced. The hcp reported that there was no health hazard associated with the event.

Manufacturer narrative:
Device - for turning off. The implantable neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.